Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.